Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during installation of reload on a robotic left upper lobectomy to remove the lobe, surgeon found that the reload joint was broken. Surgeon used another reload to resolve the issue. No patient injury.